Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age / date of birth was requested but was not provided, however, the customer stated that the patient was an adult.

Event description:
The customer reported that the tubing set had a balloon in the silicone segment. There was no report of patient harm.

Event description:
The customer reported that the tubing set had a balloon in the silicone segment. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the silicone tubing segment had a balloon was confirmed. A balloon was observed in the proximal end of the silicone tubing. Functional testing was unable to replicate the ballooning. Additional testing of the set was conducted. An IV push was performed first by occluding the tubing above the injection port, and then again by not occluding the tubing. The IV push performed by not occluding the tubing above the injection port observed a balloon when the device door was opened. The cause of the balloon is excessive pressure within the silicone segment thus causing the silicone segment to balloon/bulge. The root cause for the source of the excessive pressure is unknown.